Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of a large aneurysm measuring approximately 12mm located in the cavernous segment of the right ica (internal carotid artery). The patient was diagnosed with ophthalmoplegia. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline (4mm x 18mm) was implanted without issues. It was unclear where the distal edge of the pipeline landed with respect to the neck of the aneurysm, so the decision was made by the treating physician to add a second pipeline to ensure adequate coverage of the aneurysm neck. The second pipeline (4.25mm x 14mm) was delivered just distal of the first pipeline. During the deployment, the pipeline could not be released from the capture coil despite manipulation. The manipulation caused the pipeline to twist and stretch. The entire system (marksman and pipeline) was successfully removed without incident from the patient. A third pipeline (4.25mm x 12mm) was then deployed and it also had issues releasing from the capture coil. The physician was able to advance the marksman through the open proximal end of the pipeline and bump the capture coil off the pipeline successfully releasing it. It was noted that the proximal end of the pipeline was approximately 50% open and balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperglide balloon was required to achieve full wall apposition throughout the construct of both pipelines. Post procedural angiography in the right ica revealed a clot in the ica and there was no distal filling of the vessels. Aspiration was performed and the clot from the rica was removed. It was then noted that an m2 branch on the right side was not filling. Distal aspiration of that m2 branch successfully removed the clot. Clot was then noticed in the proximal aca (anterior cerebral artery) and also in the middle of the pipeline. The aspiration catheter was advanced into the pipeline construct. During aspiration of this clot, the proximal edge of the pipeline was pushed into the aneurysm. Multiple attempts were made to snare and/or re-access the pipeline construct, but without success. A decision was made by the physician to leave the pipeline construct in the aneurysm and address it at a later date. The patient had a left side stroke following the procedure and now has a dvt (deep vein thrombosis). It was expressed that the patient has some sort of coagulopathy. Same event as MDR# 2029214-2014-00778.